Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was second revision surgery. Intra-operatively, the screw was broken directly under the tulip and it was not seen in the prior CT scan. Thus, the screw was taken out and a new screw was placed. There were no patient symptoms or complications reported as a result of this event.